Event description:
It was reported the product was delivered late. The customer ordered the material on (B)(4) 2016, at approximately 15:30. The product was supposed to be delivered on (B)(4) 2016 by 09:00. It finally arrived at 10:28. The patient was under anesthesia and in the or around 08:30. The patient needed to be prepared for the application of idrt since it was a burn patient with 95% burned surface. "The idrt was not needed until it arrived in the or, but still it was not delivered on time "this is a 1.5 hour delay." It was reported the delay did not harm the patient. No device failure is alleged. The product remains implanted in the patient.

Manufacturer narrative:
Integra completed its internal investigation 7mar2016. The investigation included: conclusion: as the information related to the correct shipping time was only given by phone there is no proof of the correct transferred shipping time. The root cause for the delay on delivery could happen based on the not clear defined arrival time.